Manufacturer narrative:
The unit was received with a scratched lcd window. (B)(4)

Event description:
The customer reported via phone call that her insulin pump has scratches on the screen straight out of the box. The patient's blood glucose at the time of incident was 139 mg/dl. Troubleshooting was initiated and the customer stated that the pump was working as designed, but that the scratch is obscuring part of the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.